Event description:
The following information was reported: when the physician shuttled down the grey handle, the sheath was stuck and was not able t obe removed from the patient's body back to the black handle. Manual compression was applied for 10 minutes, the patient was not hospitalized. Stick location: right common femoral artery. Procedure: peripheral.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. Sealant was flushed with the distal end of the shuttle cartridge covering the balloon proximal bond. When an attempt was made to retract the shuttle, significant resistance was noted and shuttle did not move. Subsequent to unsheathing, it was observed that the sealant was completely soaked in blood which was a typical indication that blood was forced int the shuttle cartridge. The proximal sealant had swelled and wedged between advancer tube and shuttle cartridge. In addition, blood was present near the proximal end of the advancer tube, which wa indicative that blood was being forced into the proximal end of the shuttle. Thee review of the lhr (lot f1415307) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed, the device jam might have been caused by sealant swelling up and increasing the sealant profile causing the sealant to wedge between the shuttle cartridge and the sheath. High tension applied to the balloon catheter during the shuttle deployment step and result in a tight seal at the tip of the sheath and as the device is advanced, blood can be trapped inside the sheath causing the sealant to hydrate prematurely which can contribute to a device jam.